Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported low aspiration prior to a procedure. They proceeded with the case. The surgeon had some difficulty removing the nucleus due to the reported issue. The case was completed with the same system with no harm to the patient.